Event description:
This lead was explanted due to dislodgement, later the same day as implant. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The visual analysis revealed a damaged insulation 2 cm distal to the is-1 connector pin, which most likely resulted from the surgery due to applied mechanical stress. However, a thorough analysis of the lead did not show any deviations which might have led to the reported dislodgement. A stylet designed for use with this lead could be properly introduced and advanced into the leads lumen. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.